Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - device code 2017, clarifier: incorrect removal; against resistance.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed, de novo lesion in the distal internal carotid artery. An emboshield nav6 embolic protection system (eps) was prepared without issue and advanced to the lesion, it was noted that the nav6 filter could not be released. The nav6 was removed with resistance from the anatomy, and force was applied to pull the nav6 out, when it was noted that the tip of the dc pod was separated but still remained on the barewire. All separated device segments remained on the barewire and were removed from the anatomy. Another same size nav6 was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported activation failure and retraction problem was unable to be confirmed due to the returned device condition. The reported separation of the dc pod was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. Based on the reported information and evaluation of the returned unit, it is likely that the dc pod was restricted in the anatomy resulting in deployment failure. Additionally, due to the distal end of the catheter being restricted, difficulty was encountered retracting the delivery catheter and force was applied resulting in separation of the dc pod. The pod material was smashed, wrinkled, and pinched further suggest that the pod was likely restricted within the vessel. There was no difficulty noted during preparation, and the filter was noted to be fully loaded into the dc pod suggesting that the damage was not pre-existing. The emboshield nav6 instruction for use (IFU) states: ¿do not continue to retract the barewire filter delivery wire against significant resistance. If significant resistance is felt, retract the guide catheter or sheath and the retrieval catheter, filtration element and barewire filter delivery wire together.¿ in this event, circumstances of the procedure appear to have contributed to the reported difficulties. Additionally, the excess force seemed to be a reasonable clinical response to the difficulties encountered. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.